Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilots holes, k-wires and following spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 4 k-wires and 2 of the following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 to 60 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating 4 k-wires at l4-5 and 2 of the following spine screws at right l4 and right l5 (deviating by 2-9 mm cranially from the intended position) was: visibility issues of the drill guide instrument array and the navigation reference array due to the setup of the navigation system and the drill guide handling by the user at this surgery, causing inaccurate navigation tracking of the instrument. Specifically, this system setup caused the drill guide instrument array to overlap with the navigation reference array resulting in interferences of the arrays, as can be observed in the screenshots provided by the hospital, and thereby inaccurate tracking of the drill guide. Additionally the drill guide instrument array was not clearly visible to the camera at all times as required, causing tracking inaccuracies. The navigation software issued array visibility warnings multiple times to the user as the hospital provided logfiles of this surgery show, which the user apparently only addressed by making the arrays just visible to the navigation again. Apparently, the resulting deviation of the drill guide instrument location displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, before and during the bone preparations and the k-wire placements in the affected vertebrae. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for a transforaminal lumbar interbody fusion of l4-l5, due to neuroforaminal stenosis and facet joint disfunction, with intended placement of 4 spine screws bilateral in vertebrae l4 and l5 for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the right iliac crest with two schanz pins. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the pointer to localize the incisions. Used the navigated drill guide with instrument position display on the patient scan to determine and plan the screw trajectories in the vertebrae of l4-l5. Prepared the pedicles by drilling pilot holes through the navigated drill guide. Inserted k-wires navigated through the drill guide into the pilot holes. Calibrated a non-brainlab screwdriver to the navigation, and placed the spine screws into the pilot holes following the k-wires at right l4 and right l5. Acquired an intra-operative verification c-arm scan and determined that the 4 k-wires and the 2 screws placed with the aid of navigation deviated by ca. 2-9mm cranially from their intended position. Acquired a new intra-operative c-arm scan with automatic image registration to navigation. Decided to remove the deviating spine screws and k-wires, and re-placed them to their correct positions using the aid of navigation and additionally fluoroscopic guidance. -completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 4 k-wires and 2 of the following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 to 60 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.